Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis and high blood glucose levels. The blood glucose reading was 600 mg/dl. The customer's doctor stated that the customer was wearing the insulin pump up until she was being taken to the hospital. Attempts to perform troubleshooting with the high pressure test were not successful, as the customer or a nurse was not able to effectively clamp the infusion set tubing. The doctor called to make sure the programs were still in the device, and it was confirmed that they were. The customer was instructed to change her fill cannula amount back to her specific fill cannula amount. The customer advised that she would perform a complete infusion set, reservoir and insulin change as soon as possible and monitor the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.